Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message "sensor ended," when scanning the adc freestyle libre 2 senor on (B)(6) 2020. The customer experienced weakness and confusion and was unable to treat herself. The customer received an injection from a glucagon kit from her husband for treatment. There was no report of death or permanent injury associated with this event.